Event description:
The customer stated that the architect i2000sr processing module wouldn't power on. The architect power cable to the ups smelled of smoke and the plug that goes into the architect was charred with one prong burnt away from the plug. No smoke, fire or injury was reported.

Manufacturer narrative:
(B)(4). Was this device serviced by a third party? No. During troubleshooting, abbott field service found evidence of burning, as the connector was blackened, and verified the power cord connector, pin/prong was detached (burned away). The power cord was replaced. The module function was verified with a control/precision run. The architect operations manual contains adequate information for troubleshooting the observed issue. The architect i2000sr system service and support manual contained adequate information for the troubleshooting, removal, and replacement of the part. A review of the architect i2000sr (B)(4) service history revealed no additional issues of electrical charring / blackening from a part reported on the (B)(4). Historical quality metrics were reviewed and no adverse trend was identified for the customer's issue. The 2021 ul certification memo indicates that abbott diagnostic equipment and accessories are certified to the appropriate safety standards, and adequate protection is provided for the operator against spread of fire from the equipment. The electrical charring / blackening observed was limited to plug for module and the power cord. The electrical burning and odor did not spread to other parts of the module. Based on the evaluation, no product deficiency was identified.

Manufacturer narrative:
This follow up is submitted, to populate fields d8 and/or h6 with data that had previously, been provided in field h10. There is no change to the content of the data.